Manufacturer narrative:
Additional information was received that the patient had a localized discomfort in the battery site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patients battery was poking out and the area was bruised. It was also noted that the patient had lost weight. The patient will undergo a revision procedure.

Event description:
A report was received that the patients battery was poking out and the area was bruised. It was also noted that the patient had lost weight. The patient will undergo a revision procedure.